Manufacturer narrative:
The device was not returned for analysis. A review of the electronic lot history record (elhr) and a lot level similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. .

Event description:
It was reported in a research article that the primary objective of the tuxedo-2 study, when it is carried out, is to compare the clinical outcomes of pci with ultra-thin supraflex cruz vs xience drug eluting stents (des) when combined with contemporary optimal medical therapy (omt) in diabetic patients with multi-vessel disease. The secondary objective is to compare clinical outcomes between a pooled cohort from both arms of the study (supraflex cruz + xience; pci arm) vs CABG based on a performance goal derived from the CABG arm of the freedom trial (historical cohort). The article references the tal- ent randomized-controlled trial (rct), in which supraflex des was found to be non-inferior to the widely used xience des for a device-oriented composite endpoint in an all-comer population (4.9% vs 5.3%: p for non-inferiority =.001). Of interest, the per-protocol analysis showed a significantly lower one-year rate of clinically-indicated target lesion revascularization in the supraflex group compared to the xience group (1.2% vs 3.1%; p = .021). Additional information can be found in the article "rationale and design of the tuxedo-2 india study: ultra-thin strut supraflex cruz versus xience in a diabetic population with multi-vessel disease¿2".